Event description:
It was reported to boston scientific corporation in 2009 that a stonetome stone removal device was used during an endoscopic sphincterectomy procedure performed the previous day. According to the complainant, the cutting wire of the device was torn when the physician tried to cut the papilla after energization. The procedure was completed with another stonetome stone removal device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.